Manufacturer narrative:
Additional information was added to b5. During follow up, it was reported that the event was related to an administration issue or kinked peripherally inserted central catheter (PICC); therefore, there is no product quality issue with the large volume infusors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume infusors underinfused; further described as not draining properly (40-60ml over the past 2 days). This was observed during patient infusion. The devices were filled with flucloxacillin 8000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.